Event description:
Reportedly, on (B)(6) 2025, while performing tests on a pacemaker with the smartcheck (selecting manual rv test) the software crashed logging the user out of the followup session. User attempted three times with the same effect. At the end the followup session has been performed without smartcheck.

Manufacturer narrative:
Analysis of the provided video permit to confirm the reported event, the programmer crashes when the user tries to move the cursor through egm v display. Since the device is not returned and no files are available for analysis, no further investigation could be performed. Based on the provided information, the reported event is most probably related to a known programmer bug that occurred with reply systems interrogation. These crashes resulted from a software malfunction related to poor management of the programmer modules during real time tests. However, the main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.